Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch lancing device is broken (lancet does not fully penetrate). On january 26, 2009, this medical affairs specialist contacted the pt to obtain answers to the follow-up question. The pt tests her blood glucose 3 times per day and takes a set dose of novolog insulin (20 u in the morning, 20 u in the afternoon, and 15 u in the evening) to control of her diabetes. Reportedly, the one touch lancing device broke in 2008. The pt indicated that she was not able to test her blood glucose for 24 hours and did not take any insulin as a result. The pt developed symptoms of "thirst, frequent urination, and moodiness" 24 hours after the issue began. The pt tested her blood glucose on her mother's meter and obtained blood glucose reading of "400 mg/dl." Based on the elevated reading, the pt increased her insulin by 10-15 units. The pt indicated that her symptoms last approximately 2 hours. When the pt tested her blood glucose again at a later time, the pt obtained a blood glucose reading of "200 mg/dl" on her mother's meter. The patient's insulin regimen has not been changed immediately before or after the aforementioned symptoms. The pt feels that had she been able to test her blood glucose during the time of concern, she could have prevented the alleged hyperglycemic condition. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the pt claimed she skipped her insulin intake and became hyperglycemic after she was unable to test her blood glucose for 24 hours due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.